Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial with clear surgical residue on the lens. Visual inspection found the haptic torn and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.50 diopter, into the patient's left eye (os) on (B)(6) 2013. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.